Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 30-jan-2026 investigation summary: bd received one photo and 20 samples for investigation. The photo depicts multiple samples with air in the separation gel. The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿, twenty (20) units exhibited air bubbles in the separating gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿, twenty (20) units exhibited air bubbles in the separating gel. No adverse impact was reported regarding the patient or user.